Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error alarm followed by another pump error alarm on the insulin pump. They had just gone in a hot tub when the alarm occurred. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed. The customer was unable to leave the alarm history screen. The customer was unable to rewind the insulin pump. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. No traces of moisture noted at electronic assemblies per visual inspection.